Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery and that when they went to bolus it was not doing anything. Customer stated that pressing act did not allow the customer to make any changes. Customer also mentioned receiving a battery out limit alarm after a battery change. It was noted that the no delivery alarm was resolved by a complete et change and troubleshooting was not performed. Customer's blood glucose reading at the time of the call was 380 mg/dl. No further information reported.